Event description:
A report was received that the patient was experiencing overstimulation and undesired stimulation. It was also noted that the patients ipg was taking longer to charge and would not hold a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the product revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing

Event description:
A report was received that the patient was experiencing overstimulation and undesired stimulation. It was also noted that the patients ipg was taking longer to charge and would not hold a charge. The patient underwent an ipg replacement procedure.